Event description:
During the atrial fibrillation procedure, a blood leak occurred. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath, dilator, and guidewire were received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted on both ends of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.